Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display, a detached end cap and a cracked retainer ring. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Unable to lock a test p-cap into the reservoir compartment due to cracked retainer ring the following were noted during visual inspection: corroded battery tube, reservoir tube cracked, scratched case, detached end cap, broken reservoir tube lip, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and cracked retainer. Blank display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Cosmetic damage was confirmed at the battery compartment. Cracked retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to cracked retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as the battery got swelled and got stuck inside the pump and there was rust. The customer reported no adverse event. The event involved product(s) mmt-1711k. No harm requiring medical intervention was reported. Mmt-1711k return was requested and customer response was the device will be returned. Updated summery: the device was returned for analysis.